Event description:
It was reported that during surgery the tip of the handle broke off and left the connecting instrument in pt's disc space. During the process of trying to retrieve the instrument in the disc space, a second handle caused a small tear in the pt's iliac vein. There was repaired and the pt is o.k.